Manufacturer narrative:
Date sent to FDA: 12/4/2017. (B)(4). Undefined device problem. (B)(4). Undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
Date sent to FDA: 10/5/2020. (B)(4). Additional narrative: it was reported that the patient experienced recurrent hernia, adhesions, obstruction following the surgery. It was reported that the patient experienced multiple revision surgeries.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain.